Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2022. During the procedure, the stent was deployed; however, the inner sheath and the tip got stuck inside the stent and the stent moved out of its position. The inner sheath and the tip detached inside the scope. The stent was removed using graspers and a different size axios stent was used to complete the procedure. There were no patient complications as a result of this event.